Event description:
A malfunction alarm with code malf 16 was reported, leading to the decision by cts to replace the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery and was sent a replacement pump by cts. Instructions were provided to the customer on how to store the malfunctioning pump and return it to tandem, which the customer acknowledged and understood.